Event description:
The hub of the flexor ansel guiding sheath broke off and the catheter portion of the sheath remained within the arteriotomy site. The operating physician was able to snare and remove the sheath without incident. The arteriotomy site was soft and unremarkable once hemostasis was achieved. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. The failure mode of fitting separation is confirmed based on customer's statements of the event. Per quality control specs, using 100% inspection, instructions are: "confirm correct sheath connecting cap and that flare is caught securely in cap assembly. Sheath must not rotate. Verify coil in sheath continues into cap." Furthermore, the instructions for use informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Devices from the complaint lot were assembled after the effective implementation date of 15 sept 2010 for a change request that required torque control devices for the hub attachment process on flexor sheaths 8.5 fr and less. There was no product returned to assist in this investigation; therefore, it is difficult to determine with certainty why the customer experienced the described failure. The appropriate internal personnel have been notified of this occurrence and we are continuing our monitoring of complaints for this failure mode. Brand name: flexor check-flo introducer. Common name: ansel modification sheath. Device available for eval: yes. Occupation: other healthcare professional. Device age: 3 months.